Event description:
Terumo medical corporation received the following information: it was reported that upon completion of a peripheral intervention, a 6f angio-seal was attempted to close the femoral artery. The entire angio-seal, including the anchor, pulled out of the artery. Manual pressure was first attempted, then a gore viahbahn was placed, then the patient was transported to a local hospital and a surgical cut down was performed to surgically repair the vessel. A 6fr sheath was used and there was nothing abnormal about the vessel as far as size, stenosis. They did mention that the patient had a large pannus. Patient is in stable condition. Procedure performed was right lower extremity angiogram with access through the left common femoral artery. An angiogram of the left common femoral artery was done after access at the beginning of the procedure. No difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with the insertion of the device, only during deployment. Unable to estimate blood loss as bleeding occurred internally. They did not have the ability to use any other closure devices on the mentioned site as access was not kept. However, after they re-accessed below, they did close the new access site in the sf with an angio-seal. Post op, diagnosis is same as pre-op diagnosis. Details of procedure: the planned procedures were explained to the patient in detail including all risks, benefits, and options. Possible complications including and not limited to death, myocardial infarction, cerebrovascular accident, hemorrhage, limb loss, renal failure, vessel perforation risk of anesthesia, and emergency operations, etc. The patient understands and has given verbal and written consent to proceed with the planned procedures. A time out was completed by myself to verify the correct patient, site and procedure. Local anesthetic was administered to the access site and then under ultrasound with permanent recording and reporting the target vessel was accessed, patency noted and image was saved to fivos. Left cfa 5 fr sheath was inserted and over a wire and catheter the distal aorta was accessed and aortoiliac angiograms were done. Of note due to patient movement several of the images are blurry. Distal aorta with< 5 % stenosis, left cia and eia with < 10% stenosis, right cia with< 10% stenosis, right eia with large plaque causing >70% stenosis. Left cfa with 30% stenosis and distal plaque with >50% plaque, sfa with proximal < 10% stenosis, right cfa with large, calcified plaque and >70% stenosis. Then over a wire and catheter a catheter was placed in the right sfa and selective right leg angiograms were done. This showed proximal >90% sfa stenosis and mid sfa occlusion, proximal popliteal artery with flow and 3 vessel runoff. Systemic heparin was administered and a 6 fr sheath was inserted. Sfa occlusion was then crossed with a wire and catheter, and an 0.014 wire was inse1ted and placed into the peroneal artery. Then laser atherectomy was done of the cfa and the sfa. Then lithotripsy was done with a 6 x 60 device of the cfa and mid sfa using all 300 pulsations. Then 6 x 300 , jade balloon was used to treat the cfa, sfa, intravascular ultrasound was then inserted and this showed eia with >80% stenosis with large, calcified plaque, cfa with < 30% residual stenosis, proximal sfa with >70% residual stenosis, mid sfa with residual >80% stenosis and proximal popliteal with >70% stenosis, peroneal with < 10% stenosis. So stents were deployed in the eia and sfa, followed by angioplasties. Final angiograms showed< 20% residual stenosis of the eia, sfa pop and intact runoff. Removed in lab; catheters, wires, and sheath. Angioseal placed to left cfa, during placement the angioseal failed, see operative note. Manual pressure held x 3 minutes then pressure held with ultrasound probe for over 40 minutes, until 1235. Due to concerns of bleeding left proximal sfa was accessed under ultrasound and images saved to fivos. 7 fr sheath was inserted, and angiograms were done and this showed a pseudoaneurysm of the mid cfa where the angioseal had failed. Angioplasty was done with a 6 balloon at high pressure for several minutes and this did not stop bleeding. Decision was made to deploy a covered stent and after two stents, 7 x 5 and 7 x 10, angioplasty was done with a 8 x 40 balloon. Angiograms showed a small area of persistent bleeding. Decision was made to treat this surgically at this point and case was ended. Secondary access site left sfa and angioseal was placed with satisfactory hemostasis achieved. Dressings were placed and patient was taken to the pacu in a stable condition. Operation: 1. Left cfa u/s guided access 2. Aortoiliac angiogram 3. Selective right leg angiogram 4. Iutravascular ultrasound right eia, cfa, sfapop and peroneal 5. Angioplasty and stent right eia 6. Lithotripsy right cfa 7. Lithotripsy right sf a 8. Atherectomy and stent sfa pop 9. Left sfa u/s guided access 10. Left cf a angioplasty and stent anesthesia: local and moderate sedation by mckenna metzdorf for 288 minutes. Sedation administration instnicted and observed by attending physician. Sedation start: 1056. Sedation end: 1344 . Progress notes from before the procedure, pre-procedure labs, and intra-operative report attached. Patient's pre-procedural condition, current medications (including dosages), and relevant medical history and relevant tests and lab results including dates: lisinopril s mg tablet 1 tablets orally once a day rosuvastatin calcium 40 mg tablet 1 tablet orally once a day ezetimibe 10 mg tablet 1 tablet orally once a day methocarbamol 750 mg tablet 1 tablet orally daily montelukast sodium 10 mg tablet 1 tablet orally once a day omeprazole 20 mg capsule delayed release 1 capsule 1/2 to 1 hour before morning meal orally once a day . Escitalopram oxalate 20 mg tablet 1 tablet orally once a day tamsulosin hcl 0.4 mg capsule extended release 24 hour 1 capsule 30 minutes after the same meal each day orally once a day . Verapami1 hcl 180 mg capsule extended release 24 hour 1 capsule orally once a day vitamin b12. 1000 mcg tablet 1 tablet orally once a day multivitamin adult - tablet 1 tablet orally once a day . Vitamin d3 25 mcg (1000 ut) capsule 1 capsule orally once a day magnesium 500 mg capsule 1 capsule with food orally once a day potassium 99 mg tablet 1 tablet orally once a day medication list reviewed and reconciled with the patient . Past medical history: essential hypertension. Hyperlipidemia1 mixed. Myocardial infarction (2000). Cancer. Former cigarette smoker. Medical history verified. Patient is a 85 year old male with pmhx of essential hypertension, hyperlipidemia, lumbar stenosis, coronary artery disease s/p angioplasty, · former smoker with 100 pack year history. He is referred by -- today he presents with *illegible* calf pain, more severe in the right calf pain that has been present for many years. Walking short distances will provoke pain in the bilateral calves, more in the right calf. In the last month, he has noticed some swelling in the bilateral ankles and feet. He denies rest pain. He does have a scs in 2024 based on good results during the trial period, but with less results with permanent scs. He now has a pain pump, most recently with an increased dosage that has provided more relief. Vitals: left arm bp: 130/82, right arm bp: 124/82, hr: 79 /min, oxygen sat %: 95 %, wt: 206 lbs, wt-kg: 93.44 kg, ht: 66 in, ht-cm: 167.64 cm, bmi: 33.25 index, body surface area: 2.08. General examination: general appearance: well hydrated, well nourished, in no acute distress. Psych: a&ox4, judgement and insight good, appropriate thought process. Neurologic: nonfocal. Eyes: conjunctiva clear, sclera anicteric. Neck/ thyroid: full range of motion, trachea midline. Heart: regular rate. Lungs: symmetric chest expansion, breathing non-labored, speaks in full sentences, abdomen: non-distended, musculoskeletal: no joint swelling, no deformities, no gross atrophy, extremities: temperature gradient rle is warm to cool, proximal to distal, 1 + distal lower extremity and ankle edema, absent-diminished hair growth, mild atrophic skin changes, cap refill 4 seconds. Peripheral pulses right pta non-palpable right dpa non-palpable left pta 1 + diminished left dpa 1 + diminished arterial duplex rle with severe plaque burden. Multiphasic waveforms in the eia, pfa, cfa. Monophasic waveforms beginning in the sfa through the dpa. Diminished velocities beginning in the proximal sfa. Areas of occlusion in the pta and pero, lle with moderate plaque burden. Multiphasic waveforms in the eia, pfa, cfa, sfa, pop, pta, ata and dp a. Monophasic waveforms in the pero. Elevated velocity in the pf a. See attached worksheet. Surgical history: (B)(6) 2025 _insert pain pump (B)(6) 2024 self-expandable metallic stent (sems) (B)(6) 2024_insert ses (spinal electric stimulator) cardiac angioplasty-balloon. Surgical history verified. Assessments: 1. Atherosclerosis of native arteries of extremities with intermittent claudication, right leg - 170.211 (primary) 2. Atherosclerosis of native arteries of extremities with intermittent claudication, left leg - 170.212 3. Leg pain, right- m79.604 4. Leg pain, left- m79.605 5. Mixed hyperlipidemia - e78.2 6, essential hypertension - ilo. Treatment: 1. Atherosclerosis of native arteries of extremities with intermittent claudication, right leg. Start aspirin 81 tablet delayed release, 81 mg, 1 tablet, orally, once a day, 30 days, 30 . Start rivaroxaban tablet, 2,5 mg, 1 tablet with food, orally, twice a day, 30 days, 60, refills 3 lab: cbc, platelet with no differential lab: basic metabolic panel (8). Notes: significant risk factors for pad: age> 50y/o, htn, hld, cad, former smoker patient presents with a two year history of bilateral calf pain, more severe in the right with progressively shorter distances. Today's arterial duplex with: rle with severe plaque burden. Multiphasic waveforms in the eia, pfa, cfa. Monophasic waveforms beginning in the sfa through the dpa. Diminished velocities beginning in the proximal sf a. Areas of occlusion in the pta and pero. Lle with moderate plaque burden. Multiphasic waveforms in the eia, pfa, cfa, sfa, pop, pta, ata and dpa. Monophasic waveforms in the pero. Elevated velocity in the pf a. See attached worksheet. The right abi is moderately reduced, the tbi is moderate to severely reduced. The left abi is wel, the tei is mild to moderately reduced. Arterial duplex, abi and tei results personally reviewed and interpreted. Rutherford grade 1, category 3: severe claudication fontaine classification: stage iib: claudication at less than 200 meters recommend urgent peripheral angiogram with planned/staged intervention of right lower extremity/left lower extremity<'* for improvement of disabling ischemic neuropathic pain and optimization of walking/functional capacity. Promote wound healing/limb salvage to prevent major limb loss. Asa classification 3: severe systemic disease non-life threatening risk benefit analysis were discussed which include but are not limited to, bleeding, infection, damage to blood vessels, thrombus, heart attack, stroke, death, and other unexpected complications. Questions were answered and patient verbalizes understanding and opts to proceed. A cumulative total of 45 minutes was spent reviewing all prior records, to include imaging, labs, procedure reports, patient assessment, discussion and formulation of treatment plan. Lab order printed for patient and faxed to pcp will start patient on daily 81mg asa and xarelto 2.5mg bid for best medical management of pad. Discussed early signs of bleeding such as bleeding gums with oral care, unusual dark or tarry stools, nose bleeds, bright red blood in stool or urine. 2.atherosclerosis of native arteries of extremities with intermittent claudication, left leg notes: significant risk factors for pad: age> 5oy/o, htn, hld, cad ,former smoker. Patient presents with a two year history of bilateral calf pain, more severe in the right with progressively shorter distances. Today's arterial duplex with: rle with severe plaque burden. Multiphasic waveforms in the eia, pfa, cfa. Monophasic waveforms beginning in the sfa through the dp a. Diminished velocities beginning in the proximal sfa. Lab report: tests (1): wbc (h) 11.6 10*3/micro liter 3.7 - 10.1, rbc (l) 4.0 10*6/ mm3 4.1 - 5.6, hgb (l) 12.5 g/dl 14.0 - 18.0, hct (l) 37.6% 37.7 - 49.4, mcv 93.5 fl 81.1 - 96.0, mch 31.1 pg 27.0 31.2, mchc 33.2 g/dl 31.8 - 35.4, rdw-cv 13.5% 11.8 - 15.8, mpv (h) 11.3 fl 7.5 - 10.9, plt 160.0 10*3/microliter 155.0 - 366.0. Tests (2) glucose (h) 107 mg/dl 70-105, bun (h) 31 mg/dl 8-26, creatine 0.7 mg/dl 0.7 - 1.3, calculate bun/creat ratio: 42, sodium 136 mmol/l 136-145, potassium 4.4 mmol/l 3.4-5.4, chloride 103 mmol/l 98-110, co2 23 mmol/l 23-31, calcium 9.1 mg/dl 8.9 - 10.5, egfr 89.2. Family history: no family history documented family history verified. Social history: tobacco control (standard) tobacco use: former smoker drugs/alcohol: have you used drugs other than those for medical reasons in the past 12 months? No do you smoke marijuana?: denies. Audit-c (standard) did you have a drink containing alcohol in the past year? Yes how often did you have a drink containing alcohol in the past year? Daily or almost daily (4 points) how many drinks did you have on a typical day when you ·were drinking in the past year? 3 or 4 drinks (1 point) how often did you have six or more drinks on one occasion in the past year? Never (o point) points 5 interpretation positive. Miscellaneous exercise: none. Social history verified. Pt smoked 2ppd from 1950-2000 (10-60 years old). Drinks 3 drinks daily. Allergies: n.k.d.a. Allergies verified. Hospitalization/major diagnostic procedure per surgical hx hospitalization verified. Review of systems: general/constitutional patient denies recent weight change, fever. Patient complains of fatigue. Allergy/immunology: patient denies recurrent infections. Ent: patient denies sinus problems, rhinitis. Endocrine: patient denies beat intolerance, cold intolerance, excessive thirst. Respiratory: patient denies, cough. Patient complaints of shortness of breath. Cardiovascular: patient denies chest pain, palpitations, difficulty lying flat, leg swelling, varicose veins. Gastrointestinal: patient denies abdominal pain, nausea, vomiting. Hematology: patient denies enlarged glands. Patient complains of easy bleeding, easy bruising. Musculoskeletal: patient denies, painful joints. Patient complains of back pain. Skin: patient denies ulcerations, skin discoloration. Patient complains of slow-healing wounds. Neurologic: patient denies muscle weakness, numbness/tingling.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.